Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt's transfer set became disconnected from the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.